Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-jug-celect-perm. Investigation is still in progress.

Event description:
Description according to complainant: "the pt was complaining of epigastric pain on (B) (6) 2013, underwent an egd. It was discovered that the ivc filter was protruding through the duodenum wall. The pt was admitted with vascular consult. Spoke with physician, discharged pt in couple of hours for second opinion at another hospital. Ivc filter placed on (B)(6) 2013. Correct placement confirmed with radiology report. CT scan two legs are noted to extend beyond the confines of the vena cava wall. Dates of use: (B) (6) 2013. Diagnosis: blood clots". Pt outcome unknown as info is not provided by reporter.